Manufacturer narrative:
Recall # z-2430-2023. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The event occurred on an unknown date involving a plum 360¿ infuser. The customer reported that it was running a dual program for line a and line b simultaneously and line a, after 9ml being infused, stopped infusing and was reading ¿pending¿ at the top of that side of the screen. The event occurred during infusion. There was patient involvement, unknown patient harm and caused a delay in time patient was receiving her therapy that day.

Manufacturer narrative:
D9 - date returned to mfg on 8/2/2024. Self-test passed. Visual inspection performed and passed. The customer complaint was not confirmed that the device did not have issue with infusing or a faulty on the programming the device. The probable cause was not found, no issues.. Performed a full pvt testing and passed all tests. Ran customer protocol on piggyback and concurrent mode and couldn't duplicate any issues. Observed that line a and line b were working correctly with the programming entered in, while infusing. Engineering evaluates the complaint referred to the second dual program on june 18 (run at 12:16 pm) and that, while line a did deliver only 8.9 ml (complaint referenced 9 ml), this was due to user manual actions of stopping and then restarting the piggyback, and then attempting to get the lines to run concurrently in contravention of the design and intent for piggyback mode operation. Engineering further evaluates (from the user actions) that the clinician intended for the lines to run concurrently and mis-programmed line b as piggyback, instead of concurrent. Engineering evaluates that, while the pump delivery matched the customers complaint details, the probable cause of the complaint was user mis-programming the pump in piggyback mode when concurrent mode was apparently desired. Engineering evaluates that the pump delivered accurately as programmed.